Event description:
It was reported that the r3 straight shell impactor used during surgery it was difficult to set up. After surgery and during the count, it was noticed that the top part of the ratchet had come away from its fixed position. No delay, the procedure was finished using the same device. No patient harm for the adverse event reported.

Manufacturer narrative:
It was reported that the r3 straight shell impactor used during surgery was difficult to set up. After surgery and during the count, it was noticed that the top part of the ratchet had come away from its fixed position. No delay. The procedure was finished using the same device. No patient harm for the adverse event reported. The affected complaint device, used in treatment, was not returned for evaluation. Therefore, a product analysis could not be performed. Our investigation including a review of manufacturing records did not reveal any deviation from the standard manufacturing processes. A review of the complaint history on the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.